Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 548 mg/dl. Customer treated their blood glucose with a manual injection. It was also found the customer was vomiting and experiencing nausea from their high blood glucose. Customer declined to troubleshoot during the phone call and requested assistance with raising their max bolus amount. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.